Manufacturer narrative:
The following devices were also listed in this report: triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# unknown. Triathlon cr fem comp #5 l-cem; cat# 5510-f-501; lot# unknown. Triathlon symmetric x3 patella; cat# 5550-g-298; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee infection.

Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: clinician review indicated that infection is a procedure-related complication of any arthroplasty with sometimes additional patient-related risk factors for infection revision surgery for instability was performed with bearing exchange after which an early infection occurred requiring I&d with bearing exchange for a thicker one. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Conclusions: clinician review indicated that infection is a procedure-related complication of any arthroplasty with sometimes additional patient-related risk factors for infection revision surgery for instability was performed with bearing exchange after which an early infection occurred requiring I&d with bearing exchange for a thicker one. Further information such as device identification, medical records, operative reports and pathology are required to further investigate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left knee infection.